Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on this right ventricular (rv) lead. Upon review of the latitude report, noise was recorded as non-sustained ventricular tachycardia (nsvt). All other parameters were stable and within range. Subsequently, this lead was surgically abandoned and a new lead successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.